Event description:
It was initially reported that the zimmer meshgraft ii was not working properly. Additional info received on 02/19/2010. The graft that was harvested was very thick in the middle and was hard to push through the device. Surgeon was able to obtain a usable graft from the pt and didn't require other intervention.

Manufacturer narrative:
The device was returned to the MFR for repair. The repair technician reported receiving the meshgraft with no problems found and no missing screws. The device passed all pre and post repair testing. The cause of the reported issue is likely user technique. The received device was within specifications.